Event description:
The customer reported the ventilator alarmed and shut down when switching over to battery power. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer verified the reported problem. Review of the device diagnostic log noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode, and the ventilator had been previously operating on the internal battery. The service engineer replaced the power management pcb board to address the reported problem. Applicable final testing was performed and tests passed per operating specifications.